Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not pass the internal leakage test during the pre-use check. During the investigation carried out by our service engineer, it was discovered that the leakage was due to a defective inspiratory gas docking. The problem was solved by replacing the defective part. After replacement of the inspiratory gas docking, the ventilator passed all functional and safety tests and was approved for clinical use.